Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms, and was found to have perforated the patient¿s heart wall. This was confirmed via a computed tomography (CT) scan. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, three segments of the lead were returned; the proximal segment was severed 15 centimeters (cm) from the terminal pin; along with a 5cm and an 11cm of the middle segment of the lead, both of the latter segments had only the insulation returned. Testing of the lead segments was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.